Event description:
During day 4 of ECMO vv with act of 249, infusion of sodium heparin 1500 per hour, perfusion at 2800 rpm with 4.5 liters of flow, there is a sudden drop in arterial and venous saturation, with maintenance of flows and increased delta of pressures from 24 to 30, the flow of the oxygenator is increased in response, with hb of 14.5 bringing flow to 6 liters, persisting venous saturation of 51% arterial of 75%, membrane gases with p02 of 200, so it is considered failure of the exchange in the membrane, without variations in the venous or arterial pressures and adequate flow, without response to the increase in flow, therefore hls replacement is performed. Complaint ID: (B)(4).

Manufacturer narrative:
Device history record(DHR)review result: affected product: basic lot 70134975 and packaging lot 70134968 (serial number (B)(6) ). The avz from 1466091 to 1466100 (dms# 2884433) was reviewed on 2020-06-18. There were no references found, which are indicating a nonconformance of the product in question. Blood gas analysis data provided by the customer shows that the ratio of gas to blood flow and the blood gas analysis indicate a significant extension of the diffusion path. The patient was infected with covid-19. Covid-19 diseases can be associated with intravascular coagulation activation, microcirculation disorders and increased risk of thromboembolism despite good systemic anticoagulation. A similar case was already investigated under complaint#310782 on 2020-06-05: as stated in the investigation report of ot#310782 clots could be found inside the oxygenator. The most probable root cause are clots in the oxygenator leading to a blockage. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # 1468452, v23) following causes could lead to coagulation: -de-airing luer lock connection too loose -air remains in or enters the circuit -hemostasis -air or blood remains in luer lock access port -too low anticoagulation -too low at level, effect of heparin is too limited -protamine sulfate enters the hls set -administration of substitution of congealable substance such as plateles -(consumption) coagulopathy -thrombozytopenia the occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).